Manufacturer narrative:
Study: boston scientific corporation endoscopy post market surveillance data collection block h6: medical device code a010402 captures the reportable event of migration. Medical device code a1409 captures the reportable event of obstruction within device impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1903 captures the reportable event of device explantation. Dr. Stuart gordon.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. On (B)(6), 2022, the patient was presented for an endoscopic ultrasound (eus) with possible liver biopsy, an ercp for evaluation of abnormal lfts and possible obstructive jaundice. The stent was suspected to be obstructed and on october 25, 2022, an ercp was performed. The stent was visible within the ampulla and had migrated proximally with the end of the stent proximal to the ampulla; the stent was then removed with the use of forceps and a new stricture in common hepatic duct (chd) was identified. A new advanix biliary stent was successfully implanted.